Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva problem with disengaging the needle. The following information was provided by the initial reporter: malfunction in retracting the needle. Additional info: 1) there was no adverse event or serious injury to the patient. 2) lot number for the product is 3180988. 3) this is the first occurrence on this product that has been brought to my attention.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle disengagement difficult with lot 3180988 regarding item #383532. The DHR for lot 3180988 has been reviewed. Lot number 3180988 was built and packaged on nfa 3 from 15jul2023 through 18jul2023 for a quantity of (B)(4). No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.